Event description:
A customer contacted beckman coulter inc. To report unicel dxc 600 synchron clinical system generated false low sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), and glucose (glum)results for one (1) patient. These results were not reported out of the laboratory. The sample was re-analyzed on alternate instruments in the laboratory. These results were reported out of the laboratory. No effect to patients was reported in connection with this event.

Manufacturer narrative:
The customer did not provide sample information. Quality control (qc) prior to the event was within lab-established ranges. Qc was not run after the event. Field service engineer (fse) was dispatched for the event. The fse replaced the modular chemistry (mc) sample probe, wash collar, and mc syringe. Device performance was verified after repairs.